Manufacturer narrative:
There is no malfunction associated with the injury allegation as it was reported that the end user is unable to bear weight on the left side of body. User¿s manual review ((B)(4)) individuals that use the stand assist sling must be able to support the majority of their own weight, otherwise injury may occur. Should additional information become available a supplemental record will be filed.

Event description:
The aide stated that the patient is paralyzed on the left side. (B)(6) stated that the patient is using a sit to stand. She stated that his leg was not on the lift when it began to lower and it hurt his shoulder because he was hanging from the sling. She said she is using the sling that goes around his waist. She wasn't there that day so not exactly sure as to how it hurt his shoulder but she was made aware that was the injury. He was taken to the hospital. She only is aware that they did do a x-ray but she is not sure of any other tests. He was there only 5 hours. He is home as of right now. She is unaware as to what the injury was to his shoulder and he isn't coherent enough to answer her. The aide stated that she is aware that he probably should not be using this lift but his insurance will not provide another one.